Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.

Manufacturer narrative:
Event date: exact date unknown, event occurred a few months after the date of implant.